Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support, and three days into support, the pump stopped. It was further reported wires were frayed/disconnected between the red handle and gray portion of the impella 5.5. The staff was unsure what caused the disconnection. The pump was explanted with a plan to replace. The patient remained hemodynamically stable.

Manufacturer narrative:
The investigation of pump stop and product damage (bond failure) has been completed. The pump was returned for evaluation. Upon visual inspection, catheter was separated at the kink protector from the catheter to the red handle. Kink protector was found to be torn from red handle. Glue joint for catheter to wire connections remained intact around purge line and optical fiber. No data logs were returned for evaluation. Clinical details noted that the red handle and grey connector had become disconnected and wires were visible on pump. It was not clear how disconnection occurred but it was noted that patient was sitting up and was agitated. The root cause of the pump stop was most likely due to an electrical open as a result of excessive force on the pump. The failure mode of "product damage (bond issue)" was removed and investigated under "pump stop" as the pump becoming separated at the red handle and kink protector was due to excessive force.